Event description:
An 8 sts angio-seal device was deployed with hemostasis achieved. The pt developed bleeding/oozing 30 minutes post procedure and a chitoseal patch was placed on the site. One hour post deployment, the pt developed severe abdominal and back pain with decreased hemodynamic pressures. The pt underwent exploratory surgery and the angio-seal device was removed from below the inguinal ligament; the collagen was in the form of a thin string. The pt was reportedly recovering and was discharged approx one week later.